Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that needle 25ga 5/8in leaked. The following information was provided by the initial reporter: the needle exchange program in (B)(6) is reporting that the users of the needles have been starting to experience pain while introducing the needle. It feels almost like the needle is barbed. Also, there have been reports of leakage.

Manufacturer narrative:
H6: investigation: as neither a lot number nor a sample was available for this incident, a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined. DHR could not be performed due to unknown lot#.

Event description:
It was reported that needle 25ga 5/8in leaked. The following information was provided by the initial reporter: the needle exchange program in malmö is reporting that the users of the needles have been starting to experience pain while introducing the needle. It feels almost like the needle is barbed. Also, there have been reports of leakage.